Manufacturer narrative:
Non bd tube IV ext filter .2m cardiac, 2.5ml monoject syringe lot 19d0574 exp 2021-03-31, 0.9% sodium chloride. The customer's report that the needleless valve leaked was confirmed. The as-received mated syringe and mz1000-07 connector were observed to not be fully connected. A fluid push through the as-received samples observed a leak at the engagement between the syringe and mz1000-07 connector. When the mating components were reconnected fully/securely, no further leaks were observed. Inspection of the mating components also observed no obvious damages or issues. The root cause that the needleless valve leaked was the mating components not being securely connected.

Event description:
It was reported that in the cardiovascular ICU, the tubing leaked an unspecified medication at the connection with the needleless valve. It was unknown if the patient received the full dose of the medication.

Manufacturer narrative:
Additional information added: device identification, and device manufacture date.

Event description:
It was reported that in the cardiovascular ICU, the tubing leaked an unspecified medication at the connection with the needleless valve. It was unknown if the patient received the full dose of the medication.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. Concomitant medical products: non bd tube IV ext filter .2m cardiac. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
It was reported that in the cardiovascular ICU, the tubing leaked an unspecified medication at the connection with the needleless valve. It was unknown if the patient received the full dose of the medication.